Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided no review of device history records could be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a person with diabetes (pwd) contacted support to report a ¿line blocked¿ alarm. At the time of the call, the alarm was not active. The most recent occurrence was noted on saturday. The pwd confirmed that the tubing was not kinked and was able to resolve the issue after several attempts using the current cassette. Insulin delivery was successfully resumed. The pwd mentioned that the line blocked alarm tends to occur approximately every other infusion set change, although they were uncertain about the exact dates or number of sets used, estimating around 10 infusion sets. Each time, the issue was resolved using the current cassette. The pwd reported changing their infusion set every 3 to 4 days. Patient support services (pss) advised that the labeled usage duration was 48 to 72 hours. The pwd stated they rotate infusion sites but observed that the alarms typically occur in the evening. Additionally, they noted an increase in scar tissue associated with the cleo 90 infusion set.